Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient feeling increased laxity in elbow. Patient complained of a catching sensation in elbow. Upon review of the x-ray, it appeared as if a screw or locking pin were floating in the joint.